Event description:
As reported, 3 grams of arista ah was used in the patient at the end of endometriosis surgery. It was reported that 1 week post operation, patient complained of pain and 1 month later patient underwent surgery for removal of hematoma. It was also reported that the residual material was not removed from the patient's body. Patient was doing well and went home post removal of hematoma.

Manufacturer narrative:
As reported, post usage of arista ah patient had hematoma, pain thereby underwent hematoma removal procedure. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hematoma is a known inherent risk of surgery and adverse event as identified in the IFU included with the product. The warning section of instructions-for-use (IFU) supplied with this device states, "once hemostasis is achieved, excess arista ah should be removed from the site of application". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : used on patient.